Event description:
It was reported that the implant needed to be removed due to continued development of peri-implantitis and pain at the site. The doctor was unable to remove the implant from the patient because it fractured while attempting to remove so implant was put to sleep. Patient will return for a new implant in a different site. Tooth #14.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
An 3i t3® with dcd® tapered implant 5/4 x 11.5mm (bnpt5411) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Functional testing to recreate the reported event could not be performed due to the nature of the device and event no pre-existing conditions were noted on the per. The reported device was located on tooth # 14 and was used for approximately 1 years 5 months. X-ray images were provided and shows products in patients mouth. Fracture can not be seen with these provided images. See x-ray images in the complaint. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/04/01. DHR review: DHR review was completed for the subject lot number (2019041323). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2019041323) for similar event and no other complaint was identified. Review completed utilizing keywords: fracture implant and peri-implantitis. Post market trend review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
There is no update to the original complaint description provided.